Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their son, who assisted with verifying the customer¿s bg. Provided juice, and helped the customer stand without falling, because they felt like they couldn't on their own to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.